Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implantation, an abiomed 14 french, 25 cm sheath was utilized to address severe kinking. During the process of peeling and exchanging the introducer sheath for the repo-sheath, the impella had dislodged into the left ventricle and kinked. Efforts to resolve the kink were unsuccessful, leading the impella to be removed from the left groin and implanted in the right groin. Additional information noted care was withdrawn and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome.